Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump unable to prime during the prime test due to protruded and loose drive support disk. No a33 alarm noted during testing. Insulin pump received with minor scratch on display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported receiving an alarm on the insulin pump. The blood glucose was 215 mg/dl. The customer was advised to disconnect from the device and check the drive support cap. Upon inspection the customer noticed that it was protruded. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.